Event description:
Complainant alleged that while attempting to defibrillate pt who had been in a car accident and was in full cardiac arrest, the device delivered two shocks, but then displayed a "can not charge" message. The medic indicated that the pt was brought to a hospital that was approximately half a mile away. The pt subsequently expired. The complainant indicated the pt outcome was not a result of the reported malfunction.